Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alert due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had failed battery alert. The customer's blood glucose value was unknown at the time of incident. The insulin pump was chipping a lot not the cap that goes on the battery but beneath that, a half inch is chipped off. The reservoir able to lock in place. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.